Event description:
Synovitis: information was received in 2006 from a physician regarding a female patient with a history of "years" of knee arthritis previously treated with synvisc injections (number of prior injections unknown). The patient received a series of three synvisc injections into the knee (specific knee unknown) in 2006, 7 days later, and 6 days later. No effusion was collected prior to the injections. 4 days later, the patient experienced pain and swelling in the injected knee with "no other symptoms of septic arthritis". The physician noted that these symptoms had not been previously observed in the same joint. Treatment in that day included intra-articular puncture (volume of exudate unknown), intra-articular corticoid (unspecified) injection and oral prexige (lumiracoxib) one tablet (400mg) per day . Synovial fluid analysis revealed a turbid aspect with 10,000 leukocytes on cytochemical analysis. The physician assessed the event as "injection related". At the time of this report, the patient continued with pain, but she was improved. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.